Event description:
This pc was created due to the statement on the main pc that ¿this happened to the surgeon before and broke same spot." It was unknown if it was reported and documented.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The investigation could not verify or draw any conclusions about the root cause of the reported event without the device to examine. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: a worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required part/lot number was not provided.

Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative:  added: b5, d4, h4, h6 (impact code). Updated: h6 (medical device problem code) was updated to capture broken: fragment removed from wound. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: d1, d2a.

Event description:
Additional information received indicated that the patient was on the table longer and caused a surgical delay. The instrument broke into 2 pieces and were retrieved from the patient.